Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the synchroseal instrument (part# 480440-05/ lot/serial# l91210830 0182) associated with this event has been performed. Per this review of the logs, the synchroseal instrument was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this event is being reported because the customer converted after the start of the procedure due to a broken pin. The pin did not fall inside the patient and was retrieved between the seal. At this time it is unknown what caused the pin to become dislodged from the instrument. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the synchroseal instrument was found to have a round cap at the tip broken and the size was about 1 mm. The customer performed an abdominal portable x-ray radiation scan and found the fragment in the 5-8mm seal. The procedure was delayed for two hours. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. After using the synchroseal instrument, the customer removed it for cleaning and found the instrument was broken when re-installed after cleaning. The customer could not find the broken piece by visual inspection, so they performed an x-ray of the abdomen. The grip pin was found between the seal and the customer had to break the seal with a hammer to retrieve the fragment. The customer confirmed that the fragment did not fell inside the patient. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall during an instrument tip or accessory collision. The instrument was removed prior to the breakage and the wrist was straightened prior to removal. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications. The surgeon elected to convert to laparoscopic surgery with no patient injury. The procedure was delayed for two hours, and additional anesthesia was administered. There were no intra-operative or post-operative complications. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Corrected information is found in the following fields based on the updated primary product: d4 ( product lot number and unique identifier number), and h4 (device manufacture date). D11 - intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "round type cap on the side of robot arm synchroseal sample was damaged". Failure analysis found the primary failure of dislodged distal washer at the distal end. The distal washer was not returned with the instrument. Root cause of this failure is attributed to mishandling/misuse. A review of the log shows no errors. Additional related observation found a dislodged jaw cover at the distal end. A piece approximately 0.053" x 0.086" in size is missing. Root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.